Event description:
It was reported a patient lost range of motion due to arthrofibrosis after tka and undergo manipulation under anesthesia to regain rom.

Manufacturer narrative:
[(B)(4)].

Manufacturer narrative:
[(B)(4)].